Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-09130- device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 10-may-2024, it was reported by the patient that three infusions set tubing detached from hub within three days of use. High blood glucose level was 420 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.